Manufacturer narrative:
The reported issue that an unspecified secondary infusion was started, the nurse forgot to open the secondary tubing set roller clamp, therefore the pump continued to infuse from the primary bag and did not alarm, causing a delay to the secondary infusion could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time; however a device malfunction is not believed to have occurred. The device not alarming for the secondary clamp being closed with the infusion pulling from the primary bag would be the expected behavior. The alaris directions for use manual notes for secondary infusion a warning that "the clamp on the secondary administration set must be opened. If the clamp is not opened, the fluid is delivered from the primary container." No device history or qn search was performed since no source device serial number was reported by the customer. The device is used for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported to bd clinical practice consultants during an education class on-site that when the an unspecified secondary infusion was started, the nurse forgot to open the secondary tubing set roller clamp, therefore the pump continued to infuse from the primary bag and did not alarm, causing a delay to the secondary infusion. There was no report of patient impact or harm. Although requested, additional information was not provided.